Manufacturer narrative:
Investigation found that the pump under delivered by +/-5% specs. The pump was calibrated to resolve the issue.

Event description:
Info received indicates that the pump failed the flow rate accuracy test. There was no rate, dosage, and the alleged amount delivered provided.